Event description:
It was reported that the customer keeps receiving no delivery alarms on the insulin pump. Customer reported that 3 sensors went bad and customer would like them replaced. Customer's blood glucose level was 107 mg/dl. Customer removed his infusion set and stated that the cannula was not bent. Customer stated that only when he takes some medication does his blood glucose level come down. Customer reported that the alarm was resolved by an infusion set change. Customer would like to return the set and reservoir for analysis. Customer was unable to troubleshoot at the time of the call. Customer was advised to call back when the alarm occurs. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.